Event description:
Medtronic received information that 31 months post implant of this bioprosthetic valve, the patient became symptomatic and the valve was explanted due to high gradients (30 mmhg). The valve was replaced with another manufacturers device. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a blood tainted solution in a small specimen container. The leaflet tissue was discolored; pink, which may be the result of the unknown red storage solution the valve was returned in. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were stiff but slightly flexible, possibly due to the storage receipt storage solution and/or the decontamination process, except where host tissue extended on the inflow of the non-coronary and left cusps. All leaflets were intact. All commissures were intact. A large remnant of pannus lined the inflow margin of attachment of the non-coronary and left cusps, into the non-coronary left inferior coaptive area and 1 to 4 mm onto the two cusps showing a possible reduced inflow orifice area. A cluster of visible mineralization remained embedded in a section of the pannus on the inflow of the non-coronary cusp. A trace of pannus remained attached to the right cusp adjacent to the inflow margin of attachment. An unknown amount of pannus appeared to have been removed on the inflow. Radiography showed a cluster of mineralization in the non-coronary cusp adjacent to the right non-coronary commissure. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered a patient related conditions. (B)(4). (B)(6).